Event description:
Event 1 [redacted]: oxytote was not on the patient when the gauge misread. Event 2 [redacted]: oxytote gauge is misreading. Also, the on/off knob is spinning completely around. Manufacturer response for oxytote, oxytote (per site reporter). Ongoing issues.